Manufacturer narrative:
(B)(4). The reported events of vision abnormalities, fibrosis, high intraocular pressure and absence of bleb are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported xen®45 gts was placed but was not working and no bleb properly formed. Patient was told it was due to scar formation so anti scarring injections were given. Needling procedure was performed. The procedure was unsuccessful as patient had to go back for a "revision" procedure. This not only failed, it left their right eye with permanent double vision and it has greatly decreased the quality of life. Patient's intraocular pressure is under control at the moment with eye drops. The device remains implanted.